Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Reportedly, patient fell down stairs and was treated with a plate and screw construct on (B)(6) 2012. Patient complained of postop pain and upon examination, a broken plate was found. On (B)(6) 2012, the broken plate was removed and a revision orif of the distal femur was performed with another plate/screw fixation. The plate had broken at the right combi hole along with one of the 3 dynamic locking screws that also broke. The plate was replaced with a zimmer ncb distal femur plate. This is # 1 of 2 reports submitted on this event.